Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer states the catheters performed poorly due to low flow rates and catheter malfunction increasing. The catheter was pulled and replaced.

Manufacturer narrative:
A DHR review was performed and no deviations related to this failure mode were found. There were no non-conformances related to the reported issue. A sample was returned for evaluation. The samples consisted of five (5) elite kit 12.5fr 16cm ce, product ID 8888233216. The samples received did not present signs for use. The 5 kits were returned inside closed polybags. In order to confirm the defect reported, a guide wire was passed through catheters; as a result the guide wire passed easily through of the catheter. Flow rate is a consequence of the dimensional conformance and free pass of liquid through the catheters. This lot was released based on the conformance of its components and subassembly as evidenced by its DHR. Based on the sample information and DHR review, it is not possible to establish the source of the reported event to determine if this failure is manufacturing related. The complaint description does not clarify the nature of the mentioned malfunction. The visual inspection of the sample and the functional testing that mimics the one performed in manufacturing (guide wire passed through catheter) passed. The reported defect was not confirmed. The most approximate failure mode considered for this analysis was catheter occluded. Based on this investigation, the most possible root causes are related to customer perception. As per the instructions for use the arterial lumen provides outflow from the patient; the venous lumen provides return; the medial lumen is for infusion of fluid, blood products, medications, blood sampling, pressure injection of contrast media and central venous pressure monitoring and additionally, the mahurkar elite triple lumen catheter is intended for shortterm central venous access for hemodialysis, apheresis, infusion, central venous pressure monitoring and pressure injection of contrast media. The maximum recommended infusion rate is 5 ml/sec for power injection of contrast media. This is related to flow rates. In addition, the instructions for use also mention that to prevent damage to the catheter and ensure patency before high pressure injection, forcefully flush the catheter using normal saline with a 10 ml or larger syringe to clear any potential occlusion. Resistance to flushing may indicate partial or complete catheter occlusion. Do not proceed with high pressure injection procedure until occlusion has been cleared and that prior to high pressure injection, failure to ensure patency of the catheter may result in catheter malfunction. It also warns there is potential for catheter failure or catheter tip displacement if the maximum flow rate of 5 ml/sec. Is exceeded. No triggers or trends have been found, no harm was reported for this complaint. This defect is not confirmed to be manufacturing related. No further actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, in process visual inspection and visual acceptance sampling). Additionally 100% devices are inspected per (B)(4) extension assembly, in order to discard occlusion. Qa in-process sampling inspection takes place at the final stage of production as per procedure in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.